Event description:
Vial adapter did not work. Unable to reconstitute floseal and we were not able to use it. Item wasted. No patient harm.what was the original intended procedure?hemostasis.device #1is this a laboratory device or laboratory test?no.